Event description:
Customer reported via phone, he has been experiencing high blood glucose over 400 mg/dl. He changes his infusion set and his blood glucose will lower then it will go back up. Current blood glucose was 286 mg/dl. Troubleshooting was performed and customer declined to check for air bubbles, leaks, check settings, and performing high pressure test. Customer was advised to call back if issues persisted, try a different type of infusion set, and to speak to his doctor. Customer is not returning the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.